Event description:
Related manufacturer reference number: 3006705815-2021-06437. It was reported the patient's therapy was not as effective as it used to be and the patient was having new pain. Surgical intervention took place in which the scs system was explanted and a drg system was implanted to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.